Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose bleeds, sinus issues and cough. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown white and black contamination (dust like), inconsistent with degraded sound abatement foam, and some potential very small hairs or fibers at the air input of the blower box. Potential light dust on top of the blower motor and blower motor seal. Tiny specs of white contamination on the bottom of the blower box. Tiny residue spots on the sound abatement foam through the blower box and observed that some of the foam was missing. One piece of potential degraded sound abatement foam stuck to the blower box lid, on the underside of it. Many pieces of potential degraded sound abatement foam was observed in the blower box and on top of the blower motor isolators. The blower motor had potential congealed black degraded sound abatement foam inside of it and on one spot of the outside of the blower motor. During blower motor cover removal, one of the screw sockets broke. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified.